Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following a recent implant, it was noted that the right ventricular lead exhibited intermittent capture, high capture thresholds and the impedance had dropped significantly. The lead was repositioned and reused on (B)(6) 2019. The patient was stable

Event description:
New information received suggests a chest x-ray was completed prior to the procedure and the lead seemed to be in place but due to the intermittent capture and drastic changes in capture threshold previously reported micro dislodgement was suspected. The patient was stable and discharged following the repositioning procedure.